Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device found the fibers to be wet with indication of blood contamination. On both ends of the dialyzer, between the screw flange and the polyurethane cut surface, coagulated blood was noted. Additionally, no cracks, damage, or irregularities noted to the complaint device. Further examination of the device found that the dialysate/blood ports were undamaged and without defect. The screw flanges were assembled properly and fully engaged onto the housing; the silicone o-rings within the screw flange were seated correctly. The polyurethane material remained intact and inspection of all molded components did not indicate any defects that would have caused improper mating between parts. The dialyzer was subjected to laboratory leak tests; no internal or external leaks noted during this testing. Further examination of the fiber bundle did not reveal any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, and/or kinked, looped, or short fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within parameters. The lot passed all release criteria. Furthermore, as part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including the fiber bundle, o-ring, or the polycarbonate molded components related to the reported complaint event. All raw materials were within acceptable parameters and met release criteria. Additionally, a review of the incoming inspection records was performed for all material used in the production of the finished dialyzer lot. There were no non-conformances on any of the materials used in the finished dialyzer lot production; all materials were within set parameters and met acceptance criteria. The investigation into the cause of the reported problem was not able to confirm the failure mode. Analysis of the complaint device did not identify any damage, irregularities, or defects that would affect the integrity or performance of the dialyzer unit. However, once a dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. Therefore, the complaint could not be verified or confirmed.

Manufacturer narrative:
(B)(4) the post market surveillance department received medical records associated with the reported event. Both a clinical investigation and plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities. Additional medwatch reports are being submitted for the other fresenius products in use at the time of the event; 2008t hemodialysis machine and bloodline.

Event description:
A user facility reported that a patient expired following a hemodialysis (hd) treatment. The patient's hd treatment initiated at 7:04 am est. At approximately 10:00 am est, the patient reported cramping of the lower extremities and requested that the treatment be ended early. At approximately 10:10 am est, while the blood was being rinsed back, the patient became unresponsive. The patient was placed in trendelenburg position with legs elevated at a 90 degree angle. 10cc was pulled from arterial and venous lines and then a 250ml bolus of normal saline (ns) was administered through the arterial access port. An AED was applied to analyze rhythm, and shock was not advised. At the same time, oxygen was administered via ambu-bag with cardiopulmonary resuscitation (CPR), and an additional 500ml ns bolus was administered. The paramedics arrived approximately 10:30 am est, the care was transferred to the ems team, and then the patient was transferred to the hospital. Follow-up information was provided which revealed that frothy air bubbles were observed in the fistula line. No damage visible to the bloodline, dialyzer, or the 2008t hd machine. The nurse removed the blood lines in an attempt to aspirate the line. The machine alarmed air detector approximately 10 minutes before the event and the air detector clamp engaged. The alarm was able to be cleared. The patient's estimated blood loss was approximately 250-300cc. The reported cause of death was cardiac arrest. Following this event, the machine was pulled from the floor for evaluation. Functional testing performed by the biomed confirmed that the unit was operating properly. The unit remains at the user facility. The dialyzer and bloodline are available for evaluation by the manufacturer.

Manufacturer narrative:
Clinical investigation: the patient medical records were provided by the facility on march 23, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. There is no documentation in the medical record supporting a possible association between the fresenius dialysis products, the event of cardiopulmonary arrest, and the outcome of death. The received medical records did not contain a death certificate or an autopsy report. Further information has been solicited.

Event description:
The hemodialysis orders from (B)(6) 2016 included the following: optiflux f180nre dialyzer, 2 potassium, 2.5 calcium, 1 magnesium, 100 dextrose, sodium 137meq/l, bicarbonate machine setting 35, estimated dry weight (B)(6), dialysate flow rate 600ml/min, blood flow rate 400, scheduled time 3.5 hours. Fresenius 2008t hemodialysis machine settings for (B)(6) 2016 included the following: conductivity 13.4, meter conductivity 13.6, ph 7.0, machine temperature 36.7 degrees celsius, norla venous line enabled, pressure holding test passed, high flux verified, air detector armed, alarms verified, bleach yes. At 7:00 am, the patient was administered 1,000 units heparin bolus via intravenous push (ivp). At 7:03 am, hd treatment was initiated. At 9:19 am, the patient was administered venofer 100mg via ivp and calcitriol 0.750mcg via oral route. At 1008, the treatment was ended 32 minutes early due to patient request and the ultrafiltration goal achieved was net negative 2l. Upon arriving to the hospital, the patient was intubated, unresponsive, pulse-less, pupils fixed and dilated, a lucas machine in motion, advanced cardiac life support (acls) protocol was continued for 20 minutes, return of spontaneous circulation occurred, and acls protocol was discontinued. 10-15 minutes later, the patient again experienced cardiopulmonary arrest, acls protocol was initiated, 10 minutes later, the patient status was switched to a do not resuscitate (dnr) status by family members, and the acls was discontinued. The patient was pronounced dead at 1148.